Event description:
The pt reported that, while changing the insulin cartridge of her infusion device, the cartridge plunger remained attached to the piston rod. She stated that a small amount of insulin spilled into the cartridge chamber. The pt was assisted in removing the plunger from the piston rod and inserted a new cartridge. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.